Manufacturer narrative:
Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd 1ml syringe luer-lok¿ tip experienced difficult plunger movement. The following information was provided by the initial reporter: movement issue as it came out of the syringe a little too easily. Syringe malfunctioned while medication was being drawn up. Due to malfunction, medication wasted. What was the original intended procedure? -preparing medication for administration.